Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional product codes: gxl and hxx. Part: 05.000.008, lot: 007912: release to warehouse date: october 22, 2020. Supplier: (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A service and repair evaluation was completed: the repair technician reported the device does not run in fast forward, forward and reverse conditions, wires were discolored, barrier was rip and contain brown residue, and motor was rusted. Preventive maintenance is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, shrink tubing, motor/gearhead, cam screw, membrane switch/flex circuit and all applicable components. The item was repaired per the inspection sheet. The item passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during investigation of returned product, it was noted the device does not run in fast forward, forward and reverse conditions, wires were discolored, barrier was rip and contain brown residue, and motor was rusted. This report is for a handpiece battery powered driver. This is report 2 of 2 for (B)(4).